Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a permission issue. The technical service engineer advised customer to reach out to their hospital information team and no other findings available. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a patient data issue, unable to view. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.